Event description:
Additional information was received that the patient had been admitted for lead exploration on (B)(6) 2012. The revision surgery occurred on (B)(6) 2013. High impedance was confirmed to have been noted on system diagnostics (B)(6) 2012.

Event description:
Reporter indicated the patient may have surgery to replace the vns in mid-to-late (B)(6) 2012, but no surgery date has been set.

Event description:
It was reported by a neurologist that high impedance was received at a follow-up appointment upon performing diagnostics. The patient was referred for x-rays which were sent to the manufacturer. Review of x-rays indicated the generator placement appeared to be normal. However, due to the angle of the images received that included the generator, complete lead pin insertion past the connector block could not be confirmed. The generator feed-through wires and the lead connector pin appeared to be intact. The alignment of the electrodes appeared to be normal. There was a small portion of the lead positioned behind the generator, which could not be assessed. There was a questionable area in the lead inferior to the electrodes near the clavicle. Attempts to obtain further information have been unsuccessful to date.

Event description:
The explanted lead was returned for analysis. Paperwork with the lead indicated the lead was replaced due to a "lead break". The outer silicone tubing is abraded open. Dried body fluids are noted inside the outer tubing; likely due to the abraded opening in the outer tubing. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations and typical wear and explant related observations, no anomalies were identified in the returned lead portion. No lead fractures were noted in the returned lead portion.

Manufacturer narrative:
Evaluation: manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated the patient had vns lead replacement surgery performed on (B)(6) 2013. Attempts for return of the explanted lead are in progress.

Manufacturer narrative:
(B)(4):the incomplete manufacture date was inadvertently reported in the initial MDR report. The complete manufacture date is provided.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.